Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the insulin pump had frozen display and no response on the button. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the insulin pump just turn off and just beep and it was stuck on screen. Customer reports the time clock did not advance. The insulin pump will not be returned for analysis.